Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The customer stated that his blood glucose read 130 mg/dl on his glucometer, but his blood glucose was actually 22 mg/dl. The customer stated that the case of the event was that he over bolused by mistake. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.